Event description:
It was reported: a pt filled a c550 liquid oxygen portable device from a companion reservoir. When the portable was disengaged from the reservoir, liquid oxygen expelled from the reservoir. The pt's hand came into contact with the liquid oxygen. The pt required medical attention as a result of the injury.

Manufacturer narrative:
The device has not been returned for eval. Product manuals warn: "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/-183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue." When and if add'l info becomes available, a supplemental report will be filed.